Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a cut into the insulation (approx. 29 cm distal to the df-4 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Threshold increased from 0.3 at 0.4 at implant to 1.4 at 1.0 when the patient came in 10 days later for his wound check appointment. Lead was found to be dislodged and was subsequently explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.